Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported a y-stenting procedure was performed to treat a de novo lesion with no tortuosity, no calcification and 90% stenosis in the left anterior descending (lad) coronary artery. A 4.0 x 18 mm xience prox stent was implanted proximally in the bifurcation lad simultaneously with a 2.5 x 12 mm xience prox stent in the distal lad. However, after the 2.5 x 12 mm xience prox stent was deployed at 12 atmospheres, the balloon did not deflate. The balloon was withdrawn fully expanded through an 8 fr sheath with no resistance. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation issues.